Event description:
It was reported that hv lead impedance was recorded at 10 ohms. The device displayed possible circuit damage. The lead and device were replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found abrasion on the outer insulation at 11.9 cm from the connector pin. Both rv cable wires and etfe cable insulations were melted. The damage is consistent with friction to the ICD can. This would cause the problem that was reported in the field.